Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 250 mg/dl between 5 and 24 hours of wearing the pod. The reporter stated the bg levels were high and there was bleeding at the pod site on their abdomen. As treatment, a new pod was applied. The device evaluation found a tear in the cannula.

Manufacturer narrative:
The pod was received with evidence of blood on the adhesive pad and soft cannula. The investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exposed portion of the soft cannula was found to have a tear and caused leakage, as fluid was observed exiting from the tear. The observed tear did not contribute towards the reported event. The exact cause of the reported bleeding and bruising could not be determined. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.